Event description:
It was reported that there was a catheter issue during an implant procedure. The health care provider initially introduced the spinal segment of the catheter, but there was difficulty removing the inner stylet. After further efforts to remove the stylet, the wire finally began to withdraw, but it appeared frayed. The doctor elected to completely remove the entire catheter and proceed with a brand new one. The issue resolved with the replacement of the distal segment. There were no patient symptoms or complications associated to the event. The pump was being used to deliver hydromorphone.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis of the catheter confirmed that the catheter and guidewire were damaged during the implant procedure. The distal end of the guidewire was stuck in the catheter and kinked at the most distal dispensing set of holes in the catheter.